Event description:
On march 29, 2007 the lay patient contacted lifescan (lfs) another country, alleging that his one touch ultra meter was reading inaccurately high. The patient takes insulin per the following regimen: morning: 10 units of levemir (not adjusted) and 2 units novarapid if blood glucose (bg) <140 mg/dl, 3 units novarapid with bg > 140 mg/dl. Noon: novorapid insulin-5 units <140 mg/dl, 7 units >250 mg/dl. Evening: 4 units levemir (not adjusted), and novarapid insulin per noon time scale. Four days earlier at 8:26 am, the patient obtained a result of 192 mg/dl on the reported meter. At 12:27 pm, she obtained a result of 404 mg/dl on the reported meter though she experienced symptoms that suggested hypoglycemia: dizziness, trembling, perspiration. The patient took 7 units novorapid insulin per her sliding scale regimen based on the meter reading and ate lunch (meat and potatoes). She retested at 12:55 pm; the result was 345 mg/dl. At 1:24 pm, she obtained a result of 426 mg/dl. She checked her ketones; the result was negative. She retested using a test strip from a new vial of test strips at 1:25 pm and obtained a result of 52 mg/dl, followed by results of 61 and 65 mg/dl at 1:26 and 1:27 pm using the new vial of test strips. Based on statistical methodology, the calculated difference between the 426 and 52 mg/dl glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. Based on the low results received with the new test strips, she took sugar and felt better. She also obtained results of 408 mg/dl at 1:35 pm with the old vial of test strips, and 85 mg/dl at 2:00 pm with the new vial of test strips. The lfs another country representative verified the reported blood glucose readings in the meter memory. The lfs another country representative also confirmed that the patient followed correct testing technique. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges she took insulin based on an inaccurately high reading on the lfs product. The patient experienced symptoms that suggested hypoglycemic readings using new lfs test strips, and treated herself with sugar.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do no pass inspection, lifescan will inform FDA of the results in a supplemental report.